Event description:
The customer reported to olympus that the evis lucera colonovideoscope had poor water supply. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: clogged nozzle with foreign material. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found a clogged nozzle with foreign material. In addition to the reportable malfunction, the following were noted: the adhesive on the bending section cover had a chip and a crack; adhesive on bending section cover had a white-clouded area; adhesives around light guide lens had a white-clouded area; adhesives around the objective lens had a white-clouded area and was peeled; the plastic distal end cover and the grip had a scratch; the connecting tube had a scratch and a wrinkle; due to clogging of the nozzle, air and water supply volume and water removal ability did not meet the standard values; due to wear of the angle wire, the bending angle in the up direction did not meet the standard value and the play of upward/downward angulation control knob was out of the standard value; due to wear of the flexibility adjustment ring, water tightness was lost; the forceps channel port was shaved; the paint on the air/water-cylinder and suction cylinder was peeled; the protector of the universal cord had a scratch on the control section side and damage on the suction connector side; the suction cylinder was shaved; switches 1 and 4 had wear. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.